Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Pain is listed in the proglide instructions for use, as a potential adverse event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary intervention interventional procedure. Reportedly, the proglide device did not malfunction. During use, the patient experienced abnormal pain. The physician stopped using the proglide device. Manual arterial compression was applied to achieve hemostasis. Per the physician, the pain had something to do with the proglide device. The pain was relieved after withdrawing the proglide device and pressing on the puncture site. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.